Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging skin irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer previously received information alleging skin irritation. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external parts of the device and found unknown white, gray, and brown dust-like contamination at the air inlet of the blower box. Also, there were tiny gray and black (inconsistent with degraded sound abatement foam) fibers/hairs at the air inlet of the blower box, dust-like contamination on top of the pca (printed circuit assembly), dust-like contamination on top of the blower box and the blower motor and the blower motor seal, dust-like contamination on the bottom of the blower motor and inside of the blower motor, dust-like contamination in the bottom of the enclosure, black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01, tiny unknown white specks of contamination in the bottom the blower box. Also, there was 1 piece of unknown red contamination in the bottom of the blower box. Upon evaluation of humidifier manufacturer found flip lid seal outer rim had unknown contamination on it., brown and black dust-like contamination, inconsistent with degraded sound abatement foam, throughout humidifier enclosure. Also, there were a couple of unknown brown stains in the bottom of the humidifier enclosure. Many tiny black hairs/fibers inside of humidifier enclosure. Unknown white dust-like contamination on the heater plate. Unknown white dust-like contamination on the dry box seal. Both humidifier lid latch springs were broken. Slight potential white mineral deposits on the water tank pan. The contamination found in the humidifier enclosure are considered not to be in the airpath. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified airflow, power supply, ac power cord, and heated tube. Humidifier heating plate and heated tube were also verified to be working. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.